Event description:
Pt's mother reported 1 missed dose due to running out of pen needles. Rx filled correctly but has to use 2-3 injections to get all the med out of the pens at end of each device to make day supply causing pt to miss 1-2 doses on each 30 day supply. Increased qty / day supply on supplies to resolve issue. Continuing med asap.